Event description:
The device was caught in a very calcified vessel with severe morphology. There was a 90 angle at the proximal end of the three (3) cm long tip. The pressure wire sensor was continuously rotated back and forth (>100 times) for some 20 minutes to reach the target vessel. Sometimes no tip movement was noted even though the device was rotated proximally, possibly because the tip was stuck or caught. After successful pressure measurements, the guidewire was withdrawn but the tip did not follow. The tip was still in the vessel. The operator caught the tip with a goose neck and was able to take it out. The pt is fine.